Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue resolved after the customer switched to a different set of charging supplies, using the same tandem wall adapter and charging cable, and the pump began charging without further assistance needed.